Event description:
It was reported that during pre-testing process, it was observed that the motor device had a hole in the hose. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had low rotations per minute (rpms) and a hole in the hose. Therefore, the reported condition was confirmed. It was determined that the low rpm was most likely caused by the hole in the hose. It was determined that the hole in the hose was from allowing the hose to come in contact with a sharp object. The assignable root cause was determined to be due to component damage caused by misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.